Event description:
On (B)(6) 2013 patient reported experiencing an elevated blood glucose level of 259 mg/dl on her blood glucose monitoring device and her palm advised her to take 0.6 units of insulin at 10:20 pm last night. Patient alleges the palm gave her an incorrect calculation. Patient stated the bolus was too small so she gave a bolus of 2.2 units of insulin. Patient reported she knows that the 2.2 bolus wasn't going to do anything for her elevated blood glucose reading. Patient stated she experienced a blood glucose level of 275 mg/dl this morning and she gave a 4.5 unit bolus of insulin. Patient reported she did not require any outside assistance with giving the bolus. Patient stated an hour later she had a blood glucose reading of 306 mg/dl at 8:53 am this morning. Patient reported she previously had decreased her basal rate based on her diabetes trainer recommendations and just increased it back to her normal rate this morning to see if that would help resolve the elevated blood glucose readings. Patient stated she does not know what is causing the elevated readings. Patient reported she was playing around with the palm and she might have changed the settings. Patient will switch to the backup infusion device. On follow up call on (B)(6) 2013 patient reported her blood glucose readings were down to 181 mg/dl on the primary infusion device but it does not go back down to normal range. Patient stated she switched to the backup infusion device and her readings are in normal range; did not require any outside assistance. Patient reported she went back on the primary infusion device yesterday and her blood glucose readings are still in normal range. Patient's target range is 100-150 mg/dl. Patient discarded the infusion set and cartridge. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.